Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer provided a patient¿s thyroid function tests, and the doctor suspected the alinity I free t4 result was falsely elevated due to the tsh result slightly lower than the expected value. The following results were provided: sid (B)(6): tsh: 0.3213 uiu/ml (expected value: 0.35-4.94 uiu/ml). Free t3: 3.75 pg/ml (expected value: 1.58-3.91 pg/ml). Free t4: 1.99 ng/dl (expected value: 0.7-1.48 ng/dl). The lab reran the free t4 test on the sample three times and generated results of 1.45 / 1.53 / 1.48 ng/dl. There was no impact to patient management reported.

Event description:
The customer provided a patient¿s thyroid function tests, and the doctor suspected the alinity I free t4 result was falsely elevated due to the tsh result slightly lower than the expected value. The following results were provided: sid (B)(6): tsh: 0.3213 uiu/ml (expected value: 0.35-4.94 uiu/ml) free t3: 3.75 pg/ml (expected value: 1.58-3.91 pg/ml) free t4: 1.99 ng/dl (expected value: 0.7-1.48 ng/dl) the lab reran the free t4 test on the sample three times and generated results of 1.45 / 1.53 / 1.48 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot. . Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 63089ud00, however, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any nonconformances, potential nonconformances, or deviations associated with lot 63089ud00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I free t4 reagent lot 63089ud00 was identified.